Manufacturer narrative:
Pump received with bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The mother of a customer reported via phone call that the insulin pump has a crack in the display and is difficult to read the information on the screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 346 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.